Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was found to have a defective component. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: eval of monitor (B)(4) has been completed. The monitor was found to have a defective component. There was an open trace on the l-1 line on the auxiliary board pca. The root cause of the open trace cannot be positively identified. After a bypass jumper was installed over the open circuit, the unit was fully functional. No adverse event resulted from the defective component.